Event description:
Nellcor received a report that the flange and outer cannula had seperated from the head assembly of an 8perc tracheostomy tube on a pt in the ICU. The pt was sent to the operating room for replacement. Pt returned to the ICU.